Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones and the device longevity remaining was three and half a year. Boston scientific technical services (ts) discussed possible reasons for beeping and the field representative will talk to the device physician if re-interrogation is needed. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones and the device longevity remaining was three and half a year. Boston scientific technical services (ts) discussed possible reasons for beeping and the field representative will talk to the device physician if re-interrogation is needed. To date, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that there was no allegation against the device after it was checked. To date, the device remains in service. No adverse patient effects were reported.